Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the header of the device was completely separated from the device case. Laboratory analysis confirmed a number of the feedthru wires were fractured over a long period of time which indicated that the header became loose while the device was in the pocket of this patient. Analysis concluded that fractured or partially fractured feedhtru wires can contribute to undersensing, oversensing, and pacing problems.

Event description:
Boston scientific received information that this undersensing, oversensing as well as pacing problems were noted on this pulse generator (pg). A revision procedure took place and it was noted that the device header was broken. The device as well as the associated lead were explanted. At this time, the lead model/serial as well as the manufactorer is unknown. No adverse patient effects were reported and this device will be returned and analyzed.